Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.   The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device has a service indicator present and would not power on when prompted.  The issue was discovered during patient use.  The customer advised that they were attempting to monitor the patient and that there were no adverse effects to the patient as a result of the reported issue.  The customer did not provide any further details about the patient or the event. Physio-control has been unable to contact the customer in order to obtain additional information about the patient or the event.

Manufacturer narrative:
After further analysis, physio-control determined that the cause of the reported issue was the single board computer (sbc) located on the system pcb assembly.